Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism found no damages or defects that could result in the early deployment of the needle. The downloaded data shows that the device completed the priming sequences and operated until it was deactivated at pulse 60. The needle mechanism was manually reset and functioned as intended through manual rotation of the ratchet gear. Although no problems were observed, it could not be determined when exactly the device deployed.